Event description:
A distributor reported the distal end of the product was closed.

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. No info was provided regarding the usage of this device on a pt. A peel-packed sample was received for eval. Visual inspection of the received sample against the relevant production drawing was performed. Claimed defect has been confirmed within one sample produced under lot 470066. Device history files were also checked. The results of the review showed that all relevant tests performed during mfg process and final product release had been fulfilled and met the requirements. No internal nonconformity has been registered during packaging processes. No earlier complaint has been registered on the batch in question. Based on the received info and investigation results the root cause has been determined as human error during packaging process. Relevant operator staff will be retrained regarding the fault in question. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.